Manufacturer narrative:
No work was performed by philips as the quote for onsite expired. The investigation concludes that no further action is required at this time.

Event description:
This report is based on information provided by philips, remote service personnel and is being investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating a touchscreen issue. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Investigation ongoing.